Event description:
It was reported that the, during the implant of this tactra malleable penile prosthesis, the device perforated the cavernous body. The device was later explanted and replaced with an inflatable penile prosthesis. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.